Event description:
During preoperative check of the equipment, customer reportedly noted the vaporizer affected flow out of the anesthesia machine. There was no patient involvement. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.